Manufacturer narrative:
A physio-control service technician evaluated the customer's device and was unable to duplicate the reported issue. The electronic patient record was downloaded and sent for scientific review. It was determined that there was no evidence of a device malfunction. The ECG rhythm was consistent with pulsatile vt or svt. This rhythm is not considered shockable for aeds and aha and erc guidelines recommend synchronized cardioversion, which is not a function available in the lp1000. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device did not advise a shock in AED mode, for an ECG that was believed to be in a shockable rhythm. The device would subsequently not allow the users to provide a manual defibrillation shock to the patient. When the emergency team arrived on-site, they immediately used their device and were able to successfully provide a defibrillation shock to the patient. The patient associated with the reported issue was not harmed.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device did not advise a shock in AED mode, for an ECG that was believed to be in a shockable rhythm. The device would subsequently not allow the users to provide a manual defibrillation shock to the patient. When the emergency team arrived on-site, they immediately used their device and were able to successfully provide a defibrillation shock to the patient. The patient associated with the reported issue was not harmed.